Event description:
It was reported that the patient experienced a change in therapy effect and increased lower extremity spasticity. Over the last 1.5 to 2 years, the patient experienced increased spasticity despite pump dosing increases. The healthcare provider (hcp) planned to perform an lp (lumbar puncture) and bolus the patient in an effort to rule out device system issues. It was later reported the lp was completed and the patient "responded well". Based on the results the hcp decided to plan for a device system replacement. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 2500mcg. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2008 (B)(6), explanted: unk.

Event description:
Additional information: it was later indicated that the patient never had therapeutic effect. Per the reporter a catheter issue was suspected though the exact catheter issue was not known. A full system revision was performed; catheter and pump. It was also reported that the patient had experienced skin breakdown. The area was noted as a very small spot on her buttocks area. It was not known if any cultures were done. Hospital post-op protocols were used for managing breakdown and relevant staff made aware. It was reported that the patient was doing well following the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a cap/dye study had been done and per the neurosurgeon appeared normal, however they were not able to rule out micro-tears. The planned replacement at the time of the report had not been scheduled as the patient was not cleared for surgery due to chronic urinary tract infections. The patient's spasticity was being controlled with oral medication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device system was not implanted near the breakdown. The cause of the breakdown was not device related.